Event description:
This report is to advise of a fracture found in the catheter during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wires 1-2 were determined to be fractured at the location of the fracture in the shaft material. In addition, electrodes 3-4 met specifications during electrical testing with no short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The issue will continue to be monitored.